Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The dealer stated crossbrace broke where the pivot link attaches to the crossbrace. No injury or property damage was reported.